Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 342 mg/dl at the time of the incident. The customer's blood glucose was 339 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father performed troubleshooting and did not found air bubbles, leaks insulin issues and site issues, and setting issues. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.